Manufacturer narrative:
Date sent: 06/04/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the head could not be connected. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.